Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the back of the unicel dxc 600 synchron system. Customer reported that she could not locate the source of the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the external waste line male fitting that connects to the instrument waste fitting. The fse replaced the external waste tubing and connectors.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).